Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an bent pin in the white (drvn_gnd) wire inside the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patients electrode belt connector was damaged.

Event description:
A us distributor reported that a patients electrode belt connector was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an bent pin in the white (drvn_gnd) wire inside the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged belt.